Event description:
A customer reported an au5400 clinical chemistry analyzer generated false low calcium results for patient samples. The false low results were not reported from the laboratory and there was no change to patient treatment in connection with this event. The customer stated quality control (qc) results were low on the instrument and drifting over a three hour period. The customer recalibrated the instrument and retested 400 samples that had been tested within that time period. The customer did not provide any data in relation to patient results, repeat results, or magnitude of qc drift.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the reagent probe wash well valve and there were no further reports of issues.